Event description:
It was reported that the pituitary tip was cracked during use in surgery. No pt complications were reported.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for eval. Visual exam found that the lower jaw is bent and the area around one side of the pin is cracked. The findings suggest possible excessive force applied to the handle. A review of the device history records found no documentation to indicate a non-conformance to specification.